Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) channel. The noise was oversensed and led to pacing inhibition but no periods of asystole greater than two seconds in duration. Boston scientific technical services (ts) reviewed the episodes of noise and discussed that the noise might be caused by the minute ventilation signal. Ts recommended troubleshooting and potentially reprogramming to turn off minute ventilation. This pacemaker remains in service at this time. The make of the rv lead is unknown. No adverse patient effects were reported.